Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-14, serial/lot #: (B)(4), ubd: 26-may-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient presented with with severe symptomatic aortic stenosis (as), ventricular dysfunction and pulmonary hypertension. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20x40 millimeter (mm) non-medtronic balloon. Following the pre-implant bav, the patient became hemodynamic instable with a drop in blood pressure. Vasoactive medications were administered. The valve was attempted to be deployed, however the initial position was above the ideal landing zone and severe paravalvular leak (pvl) was reported. The valve was recaptured. The second attempt to deploy the valve was successful and the valve was released in an ideal position. An echocardiogram was performed and identified moderate pvl. The patient continued to be unstable, developed ventricular fibrillation and went into cardiac arrest. Medications were given, electrical cardioversion and cardiopulmonary resuscitation (CPR) were performed for more than 40 minutes. The patient was unable to be revived and died.

Manufacturer narrative:
Additional information was received that the patient had calcification in the proximal right coronary artery (rca) and the sinotubular junction (stj). There was annular calcification under the non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Prior to the valve implant procedure, it was noted that the patient has a possible dissection in the abdominal aorta. According to the physician the patient was revascularized with a poor coronary pattern and had moderate to severe aortic insufficiency coming into the implant case. According to the physician, the main contributor to the patient's death was the pre-existing coronary disease. Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available but the valve positioning and patient¿s calcification were likely contributing causes as the severe pvl developed after the initial deployment was above the ideal landing zone. The valve was recaptured and redeployed in an ideal position which reduced the pvl to moderate. Recapturing is a feature of the evolute system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the patient had calcification in the proximal right coronary artery (rca) and the sinotubular junction (stj). This indicates that the probable cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the limited information available but the pre-implant bav may have been a contributing cause as the blood pressure drop occurred after that procedure. Conduction disturbances, such as asystole, are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Ventricular fibrillation (vf) is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. A conclusive cause for the asystole and vf could not be determined but the patient¿s pre-existing conditions may have been a contributing cause. Per the physician, the main cause that led to death was the patient¿s coronary diseases and the valve did not contribute to the death it was unknown if an autopsy or explant was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. However, with the limited information available, a conclusive relationship between the device and the death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.